Event description:
On (B)(6) 2013, the patient contacted animas to report that he developed a low blood glucose (bg) after administering a second accidental bolus. The patient stated that two days prior to contacting animas, he administered a 5 unit bolus via meter remote. It was noted that the patient bolused another 5 units not remembering that he had just delivered a dose. The patient claimed that at 1am that following morning he awoke with symptoms of hunger, shaky and sweaty. The patient stated his bg was 37 mg/dl. In response to symptoms and low bg the patient reported eating carbohydrates and confirmed self treatment resolved low bg excursion. At the time of troubleshooting, the patient confirmed that he had not checked pump history prior to administering the second bolus. The patient stated he was ¿too lazy¿ to check the pump. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. The patient¿s alleged hypoglycemia can be attributed to use error since the patient failed to review pump history prior to administering second bolus.